Manufacturer narrative:
(B)(4). Stroke is listed in the product instructions for use as a known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that two days after the implantation of the xact stent in the right internal carotid artery, the patient experienced partial hemianopia in the left eye. The event resolved three days later with no reported intervention. The patient was discharged seven days after the carotid stenting procedure. The physician believes this event was caused by morphine that was given to the patient, rather then a neurological problem. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received indicating that this event was adjudicated as a minor, ischemic, ipsilateral stroke.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. Neurological events and visual disturbances are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.